Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.

Event description:
The target vessel was the mid right coronary artery (rca). The target lesion was 90% stenosed. Pre-dilation was conducted with a 2.5 x 15mm balloon at 8atm. A cypher 3.5 x 23mm was successfully deployed at 14atm. Six months later, the patient had a pci (revascularization of the target lesion) as a result of a positive stress test and part of the planned protocol procedure. The lesion was stented.